Event description:
It was reported that during an internal fixation surgery, a cable accord plate was being installed, and tension was applied to one (1) acc 2.0mm ss cable w/clamp. The specialist observed that the plate moved, so the tension was released to reposition the plate. It was observed that some strands were broken where the tensioner fits, and it was decided to cut the acc 2.0mm ss cable w/clamp in order to remove it. No pieces fell inside the patient's incision. The procedure was completed, after a non-significant delay, using an equivalent s+n back up. No injury was reported as a consequence of this issue. The current health status of the patient is stable.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.